Event description:
Customer reports the image washed out and procedure had to be completed with use of a portable fluoro c-arm brought into the room. No reported injury.

Manufacturer narrative:
Field service engineer troubleshot problem to the camera. Camera adjustments could not improve the image. Fse informed hospital the camera needs replacement. Customer did not approve to replace.